Manufacturer narrative:
Conmed received a "used" lightwave suction ablator for evaluation on (B)(4) 2014. Visual inspection found there was a piece of insulation missing from the side of the ablator head. Due to the insulation damage, functional testing of the ablator therefore could not be performed. The cause of the insulation damage was unable to be determined. Additional information received from the user indicated that the generator settings were cut: 160-200, coag: 0. Although the "cut" power settings used during the procedure were close to the maximum recommended ablation settings for this device, it is not known for how long the device was used with these high generator settings. In addition, it is also not known how the alleged burn on the skin of the axilla could have occurred as a result of the use of the ablator in a shoulder decompression procedure on (B)(4) 2014. This unit was manufactured on 18-mar-2014. Of the lot containing (B)(4) units, there was only one other complaint of "insulation damaged" received from the same facility. A review of the DHR showed there were no abnormalities noted during the manufacturing process that could have caused or contributed to this reported problem. In this instance, the cause of the alleged incident could not be determined. The lightwave ablator focuses radio frequency (rf) energy at the tip of the electrode, which generates heat. The heat is used to dissolve tissue, or vascular coagulation. The product's risk document addresses this type of occurrence as an acceptable risk. To reduce the risk of insulation damage and patient injury, the instructions for use (IFU) provide the following warnings and precautions: -non-conductive cannulas are recommended. -lightwave ablators must only be used in a conductive fluid medium to avoid insulation damage. -the electrode tip must be completely surrounded by conductive fluid when activated in order to avoid damage to the insulation. -if any visual defects are noticed in the insulation, or the ceramic/insulation is damaged in any way, stop using the device immediately and replace the device. -the lightwave ablator is used in conjunction with an electrosurgical generator and a dispersive electrode (pad). Use the lowest power setting and the minimum tissue contact-time necessary to achieve the appropriate surgical effect. -do not activate the electrode while any portion of the electrode tip is in contact with another metal object; localized heating of the electrode and the adjacent metal object may result in product damage or patient and/or personnel injury.

Event description:
On (B)(4) 2014, conmed international affiliate received a report from the surgeon, which indicated that the patient sustained a 2nd degree burn on the skin of the axilla allegedly from the head of the lightwave suction ablator that was used in the shoulder decompression procedure on (B)(6) 2014. The report further indicated that the insulation around the ablator head was observed as being damaged, but that the procedure was completed as planned without the use of another ablator or any complications noted during the actual surgery. Additional information received from the user facility revealed that the burn was only discovered during the discharge of the patient from the hospital the day after the surgery. As reported, the burn was initially treated with flammazine and a gauze dressing, but was later treated with cica care (a special kind of silicone dressing). To date, no additional information has been received in regards to the patient's latest condition other than an indication that the patient might be reevaluated in six month. Even though the alleged 2nd degree burn was discovered on (B)(6) 2014, the day after the shoulder surgery, to date, no additional information has been received in regards to the patient's latest condition other than an indication that the patient might be re-evaluated in six month.